Event description:
It was reported the patient's ipg is at end of life. Surgical intervention took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Date if event was estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.